Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband had been hospitalized for blood glucose levels exceeding 400 mg/dl. The customer went to the ER because his blood glucose was steadily inccreasing but bolus deliveries would not bring his levels down. The patient was treated with an IV insulin drip. Troubleshooting occurred for the insulin pump and the high pressure test failed on the first attempt and passed on the second. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.